Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery when inserted.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed . This device is used for treatment. As the event is related to an instrument, implant compatibility is not applicable. Surgical notes were not provided. No devices were received; therefore the condition of the components is unknown. Therefore the root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device was not returned.